Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was prepped and loaded as normal. After the first deployment, the core wire was noticed to be detached from the device. Nothing unusual was observed during device prep or loading of the delivery system into the was. There was no separation noted between the core wire/threaded insert and the device prior to initiation of deployment. All release criteria was meet with the exception of the anchor criteria (tug test). The device was left in place. No further intervention was required and the patient did well and was discharged as normal.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of a watchman delivery system (flx) inside the watchman access system. No implant/threaded insert were returned. The device was bloody. The core wire, tip, sheath, and hub/valve were microscopically and visually inspected. The tip tri-cuts were flared, and there were abrasions inside the sheath. Inspection of the remainder of the device revealed no other damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was prepped and loaded as normal. After the first deployment, the core wire was noticed to be detached from the device. Nothing unusual was observed during device prep or loading of the delivery system into the was. There was no separation noted between the core wire/threaded insert and the device prior to initiation of deployment. All release criteria was meet with the exception of the anchor criteria (tug test). The device was left in place. No further intervention was required and the patient did well and was discharged as normal.